Event description:
Hosp informed co UK office about the malfunction of an unk guide wire. Wire was reported as breaking during use, resulting in metal fragments in the joint. Joint was flushed and no pt injury was reported as a result of this event. Hosp informed that they had returned the device in januray in error thinking it was device involved in a similar event.